Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. It was suspected that the lead had been damaged. A surgical revision was performed. Upon inspection of the lead and fluoroscopic imaging, no lead damage was noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.